Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving baclofen "900 cc or mg" via an implantable pump (manufacturer/type of baclofen, drug concentration, dose rate, drug lot number, and dates of therapy were unknown). The indication for use regarding the pump was intractable spasticity and spinal cord injury/disease. The patient was described as being quadriplegic. The pump was described as having been defective, it had lasted only 5.5 years and it was supposed to last 7 years. On an unspecified date in (B)(6) 2014, when the physician took an x-ray of the pump, it was "leaking"; the patient experienced extreme pain with this. The pump was reported to have run out of baclofen. The consumer clarified that the issue was with the pump and not with the catheter. On (B)(6) 2014, the pump was subsequently replaced. Additional information regarding the cause of the "pump leaking" and "the pump ran out of baclofen" was requested. If additional information is received, a follow-up report will be sent.